Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. Visual and tactile inspection revealed contrast in the inflation lumen. Microscopic examination of the balloon and shaft revealed no damage. The device was soaked in a warm water bath to loosen the contrast prior to functional testing. Functional testing was performed using an inflation device filled with water. The device was inflated to rated burst pressure for 5 minutes. The catheter maintained pressure and there was no indication of any leaks or other irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial artery. A 5.0mmx40mmx135cm sterling¿ balloon catheter was selected to dilate the lesion. Upon first inflation, the balloon ruptured at 8 atmospheres. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial artery. A 5.0mmx40mmx135cm sterling¿ balloon catheter was selected to dilate the lesion. Upon first inflation, the balloon ruptured at 8 atmospheres. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.